Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call in regards to high blood glucose levels. Customer was hospitalized as a result of the high blood glucose levels. Customer's blood glucose was 486 mg/dl at the time of hospitalization. Customer tried a new bottle of insulin but they were unable to bring down their glucose levels. Customer's healthcare provider advised them to do some other things to bring down the blood glucose. Customer's healthcare providers advice did not help either which led the customer to go to the emergency room. Customer did not have the insulin pump on them at the time of hospitalization. Customer was sent a new device but never used it since their settings had not been inputted yet.